Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number) unknown; no information provided to date.

Event description:
It was reported that a pump switched from micrograms to milligrams during fentanyl infusions. No patient incidents occurred as nurses were monitoring the infusions.